Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, it is presumed that the internal oil leaked into the pipe due to the failure of the primary pressure reducer and entered each component (electro-pneumatic proportional valve, manifold unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered an internal oil leakage entering the electropneumatic proportional valve, manifold unit which as a result needs to be replaced. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset high flow insufflation unit to the service center. During a standard inspection and estimation of the returned device, it was observed that there was an internal oil leakage. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.